Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 device was used during a banding procedure on (B)(6) 2013. According to the complainant, during the procedure, the band failed to deploy inside the patient. The doctor took out the malfunctioned device and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The over sheath had a small cut and was torn with two holes at the distal end. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a speedband superview super 7 device was used during a banding procedure on (B)(6) 2013. According to the complainant, during the procedure, the first band failed to grasp the tissue. The physician attempted to deploy a second band but it could not be deployed inside the patient. The doctor took out the malfunctioned device and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.